Event description:
Report received of a pt that expired unexpectedly while the device was in use. The pump was set to infuse morphine 1 mg/ml, pt. Controlled analgesia dose of 2mg with a 15 minute pt lockout and a continuous infusion rate of 2 mg/hour, no 4 hour limit selected. The pt reportedly, "became drowsy and expired." The hosp investigation indicated the pump "was dosing appropriately." The amount of morphine gone from the vial matched the display and was the amount expected. Hosp source states there was no indication of any problem with the pump or morphine. The device history recorded events as expected. The actual cause of death was "not clear, but the preliminary findings indicate pulmonary complications." The pt's physician reported that he did not feel the pt death was caused or contributed by the morphine administration. No further info was available.

Manufacturer narrative:
The device passed performance verification testing and short and long term delivery accuracy tests within product specification. No self-delivery was observed throughout the testing procedures. The device history malfunction log showed 46 occurrences of error 1a (malfunction line went low and could not return to normal) and 4 occurrences error 1e (watchdog circuit failure). These errors indicate a possible cpu/display pwa failure. The possible cpu/display pwa failure was not related to the reported event.the frequency of death or serious injury reports for overdelivery for lifecare pca products is <1.99million sets.